Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt underwent a pump exchange due to suspected pump thrombus. It was also reported that the pump exchange was successful and that the pt was doing well post pump placement. No further info is available at this time.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.